Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 8 inches. The complainant part was originally reported as having been returned on february 3, 2015. However, that information was reported in error. This device has not been received by the manufacturer for evaluation. Updated to reflect that no evaluation can be performed as the device has not been received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that a patient had suffered an intertrochanteric fracture. The surgeon used a trochanter fixation nail system advanced (tfna) in order to treat the injury. The tfna was inserted and the helical blade locked into the nail. The surgeon was not able to take out the helical blade insertion guide, sleeve, 3.2mm wire guide sleeve, or helical blade insertion handle from the percutaneous insertion handle and 130 degrees aiming arm. The surgeon had to hit the blade guide sleeve and helical blade insertion handle with a hammer in order to pull out the instrument construct. There was no harm to the patient. The surgery was completed successfully. This report is 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implantation of a trochanteric fixation nail advanced (tfna) system to treat an intertrochanteric fracture, the surgeon was not able to remove the helical blade insertion guide, sleeve and helical blade insertion handle from the percutaneous insertion handle and 130 degree aiming arm. The reported issue occurred after the nail had been implanted and the helical blade locked into the nail. The surgeon had to strike the blade guide sleeve and helical blade insertion handle with a hammer in order to remove the instrument construct. There was no harm to the patient. There was a surgical delay of approximately a few minutes (exact time delay unknown) due to the complaint event. The surgery was completed successfully. This report is 2 of 5 for (B)(4).